Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer. Patient if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their 97715 implant was a "pain in the rear" to charge since they were implanted. Pt said that they would go days without relief because they weren't able to charge their implant. Pt said that they got their rechargeable scs implant removed and replaced with a non-rechargeable scs implant this past july or august. Pt also wanted to donate their 97745 intellis controller (serial number (B)(4)). (B)(6 2021, rpl (b)94), (con): no new information.